Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the last 10 days they had been having a return of symptoms where they had leaks and they couldn't make it to the bathroom on time. Patient was wearing a pad because of this. The circumstances that led to the reported issue were asked but unknown. During the call the stimulation was increased from 1.2 to 1.5 ma. Patient said initially as the stimulation was being increased they were sitting down and they felt stimulation at their implant site. Patient said once they stood up the stimulation went away at their implant site and they felt stimulation comfortably in their bicycle seat area. Patient would maintain stimulation level and would continue to track symptoms. The patient was redirected to their healthcare provider. Patient had follow up appointment with healthcare provider in 2-3 months. Patient also mentioned they still had stitches in their back from the implant procedure and said they thought they were going to dissipate but they hadn't yet. Patient was going to call healthcare provider about this.